Manufacturer narrative:
This report is filed on september 04, 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (3.0 tesla). Surgery to reposition the magnet was completed on (B)(6) 2017. The implanted device remains.